Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on november 06, 2025 with lot number 1315781. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nick are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "rupture" diagnosed via mammogram. Healthcare professional later reported "intracapsular contracture" diagnosed via MRI. This report is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5.

Event description:
Healthcare professional reported "rupture" diagnosed via mammogram and "left breast implant demonstrates features consistent with intracapsular contracture" (grade unknown) per MRI. This report is for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" diagnosed via mammogram and "left breast implant demonstrates features consistent with intracapsular contracture" (grade unknown) per MRI. This report is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and contracture (grade unknown). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.